Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). During advancement of the 185cm pt guide wire the wire went into a collateral branch. No resistance was encountered during advancement, however, the tip of the guide wire detached in the patient. Attempts to snare the wire were unsuccessful and the tip remains in the patient. No further patient complications were reported and a wait and see approach has been taken.

Event description:
It was further reported that the target lesion was located in the proximal left circumflex artery (lcx) not as initially reported in the lad. The 185cm pt2 guide wire was inserted as a protector wire to prevent plaque shift. After the pt2 guide wire was inserted, the device "got into high lateral branch although physician did not even touch the device, then, device got removed automatically (physician did not remove the device)." The detached guide wire tip remains in the high lateral branch which was "not specially narrow".

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Correction: left anterior descending artery initially reported as location of target lesion corrected to proximal left circumflex (lcx). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a fracture located approximately at 183.4cm from the proximal end, scratch ptfe approximately at 77cm and 145.5cm from the proximal end. All outer diameter measurements are within the specifications. Sem analysis revealed the failure occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). During advancement of the 185cm pt guide wire the wire went into a collateral branch. No resistance was encountered during advancement, however, the tip of the guide wire detached in the patient. Attempts to snare the wire were unsuccessful and the tip remains in the patient. No further patient complications were reported and a wait and see approach has been taken.